Event description:
Fill volume: 96 ml. Flow rate: 2 ml/hr. Procedure: chemotherapy. Cathplace: IV. (Please reference 2026095-2014-00159/(B)(4), 2026095-2014-00160/(B)(4), 2026095-2014-00161/(B)(4), 2026095-2014-00162-(B)(4), and 2026095-2014-00163/(B)(4)). Pump 1, report 1 of 6. It was reported that a total of six pumps filled with 5fu ran 8 hours early. These incidents occurred over the past 2-3 months. The patients came to the clinic to have the pumps connected, the patients were sent home and the incident was noticed by the patients who called the clinic to report that the pump's infusion had ended. Add'l info was requested from the complainant, but at this time there was no specific info available.

Manufacturer narrative:
Method: the device were not available for return. The lot numbers reported were possible lot numbers that may have been the suspect product. A device history review (DHR) of potential suspect lot numbers (0201215635, 0201282010, 0201114205, 0201234208, 0201162985, 0201171142 and 0201156125) was conducted. Results: as a device was not available for an eval, no methods were performed, therefore, results cannot be obtained. Results of the DHR review for the suspect seven lots were no reworks, special conditions, or related non-conformance reports (ncrs) for these reported lot numbers. The lots met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: the device was not returned to I-flow for eval, therefore, we are unable to determine a cause for the reported event. Info from this incident has been included in our product complaint and MDR trend reporting system. Trend info is used to identify the need for add'l investigations.